Event description:
It was reported that pump displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset information, successfully reset pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned.